Manufacturer narrative:
Information was received stating that the ventricular lead swift 1ct (serial number (B)(4)) was not replaced. It is assumed that this means that: the lead was not explanted, but was capped and left in situ on (B)(6) 2016. No further clarification has been received from the complainant.

Event description:
During atrial flutter, sensing of the atrial events in the ventricular channel was reportedly observed while the patient was implanted with ovatio dr (serial number (B)(4)). This led to the delivery of inappropriate shock therapy. Nevertheless, the reporter did not suspect any issue with the ovatio ICD; and the reported oversensing was not present during sinus rhythm. On (B)(6) 2015, the ovatio ICD was replaced with platinum dr (serial number (B)(4)). The ventricular lead swift 1ct (serial number (B)(4)) remained implanted and was connected to the platinium dr. On (B)(6) 2016, patient was admitted in emergency due to fainting and evidence of atrio-ventricular block. Loss of ventricular pacing was reportedly attributed to sensing of the atrial events in the ventricular channel. A temporary pacemaker was implanted so as to ensure ventricular pacing. In addition, abnormally high rv coil continuities were intermittently displayed on the printout of (B)(6) 2016; but not on programmer screen. On (B)(6) 2016, the defibrillation lead was replaced with a new df-4 lead. The platinium dr was therefore also replaced by an ICD with df-4 connector.

Event description:
During atrial flutter, sensing of the atrial events in the ventricular channel was reportedly observed while the patient was implanted with ovatio dr (serial number (B)(4)). This led to the delivery of inappropriate shock therapy. Nevertheless, the reporter did not suspect any issue with the ovatio ICD; and the reported oversensing was not present during sinus rhythm. On (B)(6) 2015, the ovatio ICD was replaced with platinum dr (serial number (B)(4)). The ventricular lead swift 1ct (serial number (B)(4)) remained implanted and was connected to the platinium dr. On (B)(6) 2016, patient was admitted in emergency due to fainting and evidence of atrio-ventricular block. Loss of ventricular pacing was reportedly attributed to sensing of the atrial events in the ventricular channel. A temporary pacemaker was implanted so as to ensure ventricular pacing. In addition, abnormally high rv coil continuities were intermittently displayed on the printout of (B)(6) 2016; but not on programmer screen. On (B)(6) 2016, the defibrillation lead was replaced with a new df-4 lead. The platinium dr was therefore also replaced by an ICD with df-4 connector.

Event description:
During atrial flutter, sensing of the atrial events in the ventricular channel was reportedly observed while the patient was implanted with ovatio dr (serial number (B)(4)). This led to the delivery of inappropriate shock therapy. Nevertheless, the reporter did not suspect any issue with the ovatio ICD; and the reported oversensing was not present during sinus rhythm. On (B)(6) 2015, the ovatio ICD was replaced with platinum dr (serial number (B)(4)). The ventricular lead swift 1ct (serial number (B)(4)) remained implanted and was connected to the platinium dr. On (B)(6) 2016, patient was admitted in emergency due to fainting and evidence of atrio-ventricular block. Loss of ventricular pacing was reportedly attributed to sensing of the atrial events in the ventricular channel. A temporary pacemaker was implanted so as to ensure ventricular pacing. In addition, abnormally high rv coil continuities were intermittently displayed on the printout of (B)(6) 2016; but not on programmer screen. On (B)(6) 2016, the defibrillation lead was replaced with a new df-4 lead. The platinium dr was therefore also replaced by an ICD with df-4 connector.